Manufacturer narrative:
The analysis of the data log determinated that, concerning the issue related to the optical distance sensor, the device operated within specification, no failure was detected. Contrariwise the root cause of the communication error is inadequate maintenance, because the wrong calibration file was installed.

Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation will be performed, a follow-up medwatch report will be submitted.

Event description:
The customer wanted to perform ventricular endoscopy applicative test but the distance sensor no longer registered on the screen. The cst moved the distance sensor across face, and verified that laser shows on phantom, but did not appear on screen.the customer performed several verification, re-start and attempts and finally the registration was successfully, and he was able to verify, but the points on the left and right side temples were deep.